Manufacturer narrative:
Manufacturer's investigation conclusion: power module (serial # (B)(6)) was returned to the service center for an evaluation. During the evaluation, damage to the battery clip, vent bands, and battery bracket was noted. The provided reference photos captured the damaged battery clip, worn vent bands, and deformed battery bracket. A root cause that attributed to the damage could not be determined through this evaluation. The unit booted up and functioned as intended. Repair and preventative maintenance were performed. The unit passed all testing per procedure. The power module was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Hmii IFU, hm3 IFU, has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, describes all audible and visual alarms. This includes red battery and red battery/yellow wrench alarms. Red battery alarm. This indicates less than 5 minutes of power module backup battery power remain. Red battery/yellow wrench alarm. This indicate the power module backup battery is not functioning properly or it is not installed. Also, in this section describes how to set up the power module before use. To set up the power module, perform these tasks: install the power module backup battery. Connect the power cord. Connect the power module patient cable. Also, steps to ¿installing the power module backup battery¿ describes how to connect or disconnect for when the power module is not in use. In section f of both manuals, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during analysis it was noted that the power module battery clip was damaged. The rubber vent bands were withered. The battery bracket was bent.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.